Manufacturer narrative:
The reason for this revision surgery was reported as loosening and pain. The previous surgery and the surgery detailed in this event occurred 3 months and 2 weeks apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the device history records (DHR) shows that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr #(B)(4) associated with the main part #530-06-048, altivate reverse, humeral stem, standard shell, sz 6x48mm which document that out of 15 parts lot, 1 part was rejected due to missing blast surface must be uniform. Later, the rejected part was reworked and accepted after proper justification. All other items in the lot were met with fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to loosening and pain. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - due to stem was loose and causing pain for patient.